Event description:
It was reported that at routine device changeout, low impedance was found on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.